Manufacturer narrative:
E1: patient city: (B)(6) patient country: greece.

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for 1 day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.